Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the end-user inserted intermittent latex catheter into urethra to bladder and proceeded to empty bladder into the container. During the process, the patient noticed that their thigh was getting wet. Upon examination a small hole was noted next to the knob (bump) on the hub. When the bladder was empty, the catheter tip syringe was placed into hub and thumb was used to cover the hold and bcg installed. The patient denied getting wet after the first incident. No sample was kept; however, pictures of incident are available.